Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that while removing the dressing the top part of the port needle came off. The nurse was able to remove the needle from chest wall with no issues or concerns. No patient harm other than it was more painful than normal to take the needle out since there was nothing to grab to remove the needle from his chest. There was delay in therapy and no adverse event. There was patient involvement and no patient harm recorded.